Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : e2 , e1 ( initial reporter , event site email ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure. To remediate the failure, the fse replaced the console o-ring (d354-00-0208) at the helium regulator (d202-00-0104) and cleaned/reseated o-ring at the helium regulator.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit had helium leak issue. There was no patient involvement reported.